Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit printed circuit board and updated the hardware on the graphic user interface backlight harnesses. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated a communications error. The ventilator was not on a patient at the time of the event.